Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during the basic occlusion test due to loose protruded drive support disk. Unable to verify prime anomaly or perform the self-test, unexpected restart error test, off no power test, occlusion test and no delivery test due to compromised force sensor system alarm. However, the insulin pump passed the stop current test, run current test and displacement test. The insulin pump had cracked case at the display window corner, battery tube threads, broken reservoir tube lip, belt clip slot, minor scratched display window and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to be stuck in the "preparing to prime" loop and insulin continued to "squirt". Customer's blood glucose was 453 mg/dl. During troubleshooting, insulin pump did not beep nor did numbers appear on screen. Customer was advised that insulin pump would need to be replaced.